Manufacturer narrative:
Balt USA reference: # (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. If the device becomes available in the future, the complaint file will be revisited and the investigation results updated accordingly. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230501104 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "unexpected detachment of the coil during positioning and stretching during its withdrawal with a lasso" incident report form submitted for this complaint indicates that no patient injury was sustained. Update 15apr2026- additional information received from the issuer: "1. Did the procedure involve tortuous anatomy? - no 2. Can you confirm if the supplemental accessories will be returned? (Xcel, microcatheter, etc) if so, it would be appreciated. - I don't know. 3. Per the IFU, was a precheck on the coil system performed? I don't know 4. When the physician was ready to detach the implant coil, did the xcel detachment controller show a red/green light? (Or did it show a green light and the implant did not detach?) - the process of detachment has not been engaged for the incriminated coil. "